Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this device system, the patient moved on the table and a branch of the patient's subclavian vein was nicked. A surgeon was required to repair the vein. The system was then successfully implanted. There were no additional adverse patient effects.